Event description:
It was reported an infant patient experienced hyperglycemia after the patient received total parenteral nutrition (tpn) that was compounded by an automated compounding device. Reportedly the tpn bag contained an ¿incorrect dextrose amount¿ and the infant experienced hyperglycemia. Additionally, the pump was not used directly on the patient; however, without having the entire clinical picture of the patient it is impossible to rule out the pump. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and serial number are unknown; therefore, the UDI number could not be compiled. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.